Event description:
It was reported that during the implant attempt, the lead helix would not deploy when attempting to screw into the myocardium, evenafter 30 turns. The helix eventually extended, but not within the expected number of turns. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Blood was found on the distal end of the electrode. (B)(4).